Event description:
The customer did not provide the patient identifier.

Event description:
The customer reported that during the procedure, they received an alarm, 'ac pump faster than inlet pump'. The run had to be aborted. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information.

Manufacturer narrative:
(B)(4). Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Potential causes of the alarm that the customer received include a defective ac pump, a defective motor driver cca and a defective safety stack. The cause may be related to design problems with the pump motor or component or manufacturing flaws from the supplier. Normal wear of pump motors over time may lead to this type of problem as well. Evaluation of the returned inlet pump motor revealed the pump's shaft was jammed. Root cause: the root cause of the pump motor problems is design and manufacturing changes made by the suppler that have led to increased friction, interference, and wear among internal parts in the pump motor. Corrective action: the pump motor was replaced. The device was functionally tested and returned to service. An internal CAPA was initiated to evaluate and address ongoing issues with seizing or jammed pumps. Revised supplier specs have been implemented as well.

Manufacturer narrative:
(B)(4). Investigation: an optia return pump motor was received from the customer for evaluation. Visual inspection revealed no anomalies. Found motor's shaft jammed. Was able to duplicate the problem that could lead to the reported issue. Defective pump motor. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Terumo bct internal reference: (B)(4).